Event description:
The technician alleged that the side rail is not staying in the raised position. No patient impact.

Manufacturer narrative:
The technician replaced the side rail end tube to resolve the issue.